Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: procedural myocardial infarction (mi) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported that a xience stent was attempted to be placed to treat restenosis of another company's stent; however, the xience did not cross the lesion. The pt experienced a myocardial infarction (mi) during the crossing attempt. The stent was pulled back and another company's stent was implanted. Treatment for the mi is unk. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, stent implant, hypotube, and at the guide wire exit notch. There was contrast on the shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The proximal balloon taper was bunched. There were no kinks noted to the tip or to the inner member. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the stent implant outer diameters and they met mfg criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.